Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va0cvem, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue was unknown. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0cvem, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2017, UDI#: (B)(4). Codes are on lead product. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they are replacing the patient's ins today and notes that when they took the old ins off of the implanted lead. The caller saw that the outer coil has slid down and the inner part where the electrodes were still attached. The caller stated the doctor attempted to put the proximal end of the lead into the new ins and was able to do so, the lead was seated. Technical services reviewed if the lead is compromised even if the impedance looked good today, that could change in the future. No further patient complications are anticipated or expected as a result of this event.